Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The patient had a hemo split (r side) inserted (B)(6) 2009 for dialysis access. Patient presented to specials in radiology on (B)(6) 2010 for exchange of the catheter due to a crack in the hub causing leakage during dialysis treatments.